Event description:
It was reported to medtronic neurosurgery that the physician experienced difficulty in placing the device during the procedure, and that after multiple unsuccessful attempts the catheter broke. The report states that the catheter had been withdrawn through the tuohy needle after each unsuccessful attempt. According to the report, a new device was obtained to complete the procedure. The report states that the patient did not incur any injury as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device cautions that to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).